Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02724 / 02726).

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of metallosis, pain, loss of range of motion, and tissue/bone destruction. Patient¿s legal counsel alleges the patient underwent a left hip revision in 2010 and a right hip revision in (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of metallosis, pain, loss of range of motion, and tissue/bone destruction. Patient¿s legal counsel alleges the patient underwent a right hip revision in (B)(6) 2012. No further information has been provided to date. Additional information received in patient medical records indicates that the patient underwent a right hip femoral head resurfacing procedure on (B)(6) 2008. Medical records indicate the right hip revision procedure on (B)(6) 2012 was due to loosening of the resurfacing head. The operative notes confirm that the resurfacing head was removed and replaced with active articulation liner and stem. Additional information received in patient's medical records indicate that the left total hip arthroplasty procedure occurred on (B)(6) 2008 and was competitor product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02724-1/02726-1).